Manufacturer narrative:
The t:slim x2 g5 user guide states: tandem diabetes care, inc. Recom­mends periodically checking the bat­tery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported an unspecified malfunction occurred while the customer was sleeping. Customer reported low pump battery prior to going to bed. Customer's blood glucose level was 280 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.